Event description:
A customer reported case of system error 2240 recognized during the last week. There was patient involvement. There was no patient injury, only discomfort. No samples are available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. Root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.